Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to experiencing a system error 322. Service evaluation verified the system error 322 and determined the cause was identified to be failed lower auxiliary switches. The lower auxiliary assembly was replaced and the software was updated as required during the repair process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device displayed a system error 322 (link switch error [low]). There was no patient involvement. No additional information is available.